Event description:
It was reported that (1) device was used during a partial gastrectomy. It was reported by the affiliate that the surgeon was unable to slide the tlc55 instrument and he was unable to fire the device. Another instrument was used to complete the case. There was no consequence to the pt.